Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a routing device changout, the pulse generator exhibited backup operation and could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
Analysis confirmed normal battery depletion.